Event description:
The facility reported an infusion pump with failure code 810:04 which occurred before use. The hospital representative states that there was no report of paitent incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or device programming.